Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿obturator neuropathy due to intrapelvic extrusion of cement during total hip replacement--report of 2 patients¿ by peter grant, et al, published by acta orthopaedica scandinavica (2001), vol. 72, no. 5, pp. 537-540, was reviewed. The purpose of this article was to review cases of obturator neuropathy due to obturator nerve entrapment caused by leakage of cement following tha. Depuy implants used: charnley polyethylene cup, hastings bipolar femoral head, and charnley femoral stem. The cup and stem were cemented with competitor cement. The patients received thas due to failure of orif devices following femur fracture. Results: 2 cup revisions due to aseptic loosening. There is insufficient information within the text of the article to attribute the loosening to the cup that cemented with competitor cement. 1 femoral stem revision due to aseptic loosening. There is insufficient information within the text of the article to attribute the loosening to the stem that cemented with competitor cement. There were 2 cases of obturator neuropathy requiring surgical intervention due to leakage of the competitor cement into the periarticular space. The pain, surgical intervention, and decreased range of motion caused by cement entrapped nerves associated with the obturator neuropathy is attributed to the competitor cement. 1 revision of the cup and bipolar femoral heads due to recurrent dislocations and pain. Captured in this complaint: charnley polyethylene cup and 1 bipolar femoral head for dislocation and pain. The other adverse events listed in this article are attributed to competitor products."